Manufacturer narrative:
A visual examination of the returned device revealed that the device riveting and crimping marks were within specification; however the needle was bent. A functional evaluation confirmed that the device was able to open, but did not close properly due to the bent needle. Device analysis determined that the condition of the returned device was consistent with the complaint incident that the device will not close. Based on the condition of the returned device, and the evaluation conducted, the most probable root cause is operational context due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. (B)(4)

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy device was used during a biopsy procedure. According to the complainant, during the procedure, after 10 biopsies were taken from the patient's colon, the device would no longer close. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy device was used during a biopsy procedure. According to the complainant, during the procedure, after 10 biopsies were taken from the patient's colon, the device would no longer close. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.